Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that low sensing was observed. The lead was implanted with a little slack and was very tight. The lead explanted.

Manufacturer narrative:
Analysis found the steroid plug misplaced with helix in extended position. This could be that the plug was not correctly positioned inside the helix during manufacturing.